Event description:
Lead extraction procedure being performed due to malfunctioning ICD lead. Tee (trans esophageal echo) noted a small effusion before the procedure began. The physician began with a 12f glidelight and visisheath for support, then upsized to a 14f glidelight when the sheath began to stick on the lead, and when the tissue snowplowed. The physician made progress to the level of the svc/atrial junction when the blood pressure dropped. Rescue efforts were implemented immediately; sternotomy confirmed a large laceration of the svc that continued to the level of the left mid innominate region. The svc and innominate vein were repaired; patient survived procedure.